Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient that they went to the emergency room for having blood glucose levels that exceeded 600 mg/dl. Patient did not want to discuss the issue any longer over the phone.